Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. Analysis conducted several tests on the lead including a resistance, hipot, guidewire insertion and pressure testing. The returned lead passed all testing was found to have met specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device was explanted for an unknown reason. Additional information has been sought regarding the reason for explant. No additional adverse patient effects were reported.